Event description:
The implanting site reported that while at home the patient had intermittent disconnect alarms to power on port #2 of the controller. It would switch power to the other side before battery was depleted. This continued to happen repeatedly so he decided to change controller. It was indicated that the change of the controller was successfully performed with no further reported effect on the patient. The site removed the controller from the patient. An attempt was made to download the log files to ensure that it was not a battery issue; however, data and alarm files were not able to be obtained.

Manufacturer narrative:
IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple occurrences of power disconnect alarms, critical battery alarms, and premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.